Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level was 449 mg/dl. The customer treated their blood glucose level by changing the infusion set and delivering a bolus. The high pressure test passed. The device was not returned.